Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon removed the bag containing specimen, there was a small piece of bag found that was still inside the patient. To resolve the issue the surgeon then retrieved the small piece from patient cavity and complete the case. There was no patient injury.